Manufacturer narrative:
Investigation summary: no product returned. Device in wrong position: the cause of the positioning issue was use related to patient movement as the patient became confused and pulled out his impella cp. Asae/minor bleed: the cause of the access site adverse event was use related to patient movement as the issue occurred after the patient became confused and pulled out his impella cp. Device history lot: device lot: 1961521. Device history batch: subcomponent lot: n/a. Device history review: the device (sn:(B)(6) passed all post sterile inspection checks.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient was implanted with an impella cp for mechanical circulatory support. On support day 2, it was reported that the patient became confused and pulled and removed the impella cp from their body. Manual pressure was held at the impella access site to achieve hemostasis. No further information was provided. The patient's outcome at the time of explant was survived.